Manufacturer narrative:
The aic has not been received from the customer for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported that during training, the battery was unable to be loaded and both automated impella controllers (aic) displayed an error message. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported console (aic) battery failure has been completed. The console was tested and the battery failure alarm issue was able to be reproduced. After reviewing the data logs, the battery error issue was confirmed on this console. There was one instance of battery failure alarm (transport connection blown/missing) found from the reported occurrence date. Results of running batttest on telnet revealed that ¿fu¿ was missing on both batteries. Issue was determined to be caused by depleted batteries. The console was last disconnected from alternating current (ac) power on 2023.06.23 and was never plugged back to ac power since. These depleted batteries could not be charged back up because they were locked out due to low cell voltage (less than 2.3v). The root cause of this issue was the automated impella controller was not being routinely charged. A.1 revised was not previously entered on the initial submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.4 serial number was revised as previously entered incorrectly. G.1 manufacturing site facility name was revised as previously entered incorrectly. G.1 manufacturing site address line 2 was entered on the previous submitted report and should of been left blank. G.1 manufacturing site country was revised as it was inadvertently omitted from the previously submitted report. H.6 medical device problem code was revised from the initial submission in accordance with updated procedures.